Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received excessive motor error alarms and no delivery alarms even after battery and battery cap change. Customer's blood glucose was 400 mg/dl.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. Unable to perform occlusion and excessive no delivery tests due to prime fill anomaly. Unable to confirm excessive no delivery alarm due to prime fill anomaly. However, the insulin pump passed displacement test, self-test, off no power test, unexpected restart error test, rewind and basic occlusion test. No motor error alarm noted during testing and the motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had corroded battery tube, cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.